Manufacturer narrative:
Tw #(B)(4) updated sections: b4,d9,g3,g6,h2,h3,h6,h11. A lot history record review was completed for lots 3000504808, 3000501445, and 3000497963 the last 3 lots shipped to the account prior to the event/aware date. Lot # 3000504808. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Lot# 3000501445 3000497963. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a

Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the issues with cautery midway through the case was noticed. Cables were checked for quick troubleshooting. It was also noticed that there was some tissue on the jaws. The device was removed from the tunnel to clean the jaws. When the jaws were wiped, the silicone pads separated and fell off (not inside the patient). A new device was opened to finish the case. No delay in the case. No injury.